Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Microscopic analysis was performed and it was found that the balloon had a pinhole located near the proximal ro marker, thereby confirming the reported event of balloon bond leak. Functional analysis could not be performed as the balloon lumen was blocked, and it was not possible to unclog it. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the interaction between the balloon and the scope or other sharp devices during procedure that could have possible affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon would not inflate due to a leak noted at the balloon bond of the device. The procedure was completed without the need of any balloon intervention. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.